Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Improper keypad function was confirmed and was determined to be caused by a failed keypad. It was observed that the on/off, setup, ok and run/stop keys worked intermittently. The failed keypad was replaced. Baxter has initiated a CAPA to further the reported event.

Event description:
It was reported that a spectrum pump's keypad was not functioning properly. It was also reported that there was no patient injury.